Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient had acetabular cup that moved position. Doctor revised the patients cup.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding shell migration involving a vitalock cluster shell was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
Patient had acetabular cup that moved position. Doctor revised the patients cup.